Manufacturer narrative:
Section a4 and a5: unknown/ asked but not available. Section d6a: if implanted; give date: n/a. The intraocular lens was inserted and removed during the same procedure. Section d6b: if explanted; give date: n/a. The intraocular lens was inserted and removed during the same procedure. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a monofocal intraocular lens was fully inserted and removed in the same procedure due to a dent in the lens. The procedure was completed successfully using different model monofocal iol. There was no injury, and surgical and medical interventions were required. The patient is doing well. The product is being retuned. No further information is available.